Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self-test. However, unit alarmed pump error 38 during rewind due to corroded motor home switch. Unable to perform seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly. No failed battery test noted during. Pump trace download analysis confirmed the pump alarmed power error 25, low battery alert and power loss alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25, low battery alert and power loss alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer, faded serial number label, keypad overlay texture damage and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that they had failed battery alert on insulin pump. The customer also had high blood glucose level of 400 mg/dl. The customer's current blood glucose was 160 mg/dl. The customer treated with insulin pen. The product was returned for analysis.